Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Event description:
The customer contacted physio-control to report that their device was not powering on. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. The device was suspected to have had heavy water damage. Root cause was unable to be determined but it was likely the cause was due to the water damage. No parts were replaced. The customer declined the option to repair. The device was sent back without repairs and the customer was informed not to use the device.